Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment on two different machines on reuse number 1. The pre-treatment weight was 120.5kg and target for the treatment was 5.8kg. The first treatment on machine #1 was alarming 'high dialysis pressure' and indicated that 1.7kg of fluid had been removed. The treatment was discontinued on that machine and changed to machine #2 using same dialyzer. This machine was also showing 'high dialysis pressure' alarm and indicated that 1.7kg of fluid had been removed. This treatment was discontinued as well and the hcp indicates that the pt actually had 8kg of fluid removed instead of 2.4kg (0.7 + 1.7) as was indicated by both machines. The pt was administered 1550cc normal saline as replacement fluid and the post-treatment weight was 114.0kg. At this time the pt has fully recovered.